Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The cause was traced to a faulty main board, and the main board was replaced to address this issue. The device passed all testing after repair.

Event description:
It was reported that the device was alarming 1260 and 1261, indicating data storage was corrupted, and 1210, indicating the external ram was corrupted. Per reporter, the unit alarms when turned on initially on the first several attempts but on subsequent attempts, the unit turned on without the error code and passed self-tests. The customer alleged this is an out of box failure. There was no patient involvement.